Event description:
Report received from USA stating that the device heated up during surgery. Injury or medical intervention did not occurs. It is unknown if surgical delay occurred. There is no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).